Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No motor error alarm noted. The motor passed motor test. The insulin pump functioned properly. All buttons functioning properly. However, moisture damage was noted on keypad traces during visual inspection. The insulin pump was received with cracked case on display window corners, severely scratched lcd window, cracked reservoir tube lip, broken belt clip slot, cracked battery tube threads, and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm and keypad anomaly. The blood glucose at the time of the incident was 110 mg/dl. Troubleshooting was performed. The device was returned for analysis.